Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found.

Event description:
It was reported at implant attempt there was difficulty getting a competitive lead pin to fit into and seat past the set screw of the device connector port. The physician tried several times to get the pin to extend beyond the setscrew, but was never successful. Impedance was >3000 ohms. It was believed to be a connector port issue and a new device was attempted. The second device had the same issue. A technical consultant suggested checking to see if the insulation was accordioned at the pin plug. It was suggested the physician pull gently on the lead body to smooth out the insulation, and use short strokes to advance the lead into the connector. The lead went into place. No patient complications were reported as a result of this event.